Event description:
Patient's legal representative reported "enlarged painful lymph nodes, severe pain in the breast and armpit that radiates to the arms and hands, with a resulting restriction of freedom of movement, especially when lifting the arms, seroma ("streaky fluid accumulation with calcifications"), depressive episodes, sleep disorders, anxiety or psychological distress due to fear of bia-alcl, disturbed self-image as a woman, pain due to revision surgery". This record ir for the left side. The device was explanted.

Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: calcification, lymphadenopathy, pain, seroma.